Event description:
It was reported that the patient's blood glucose (bg) values dropped to 30 mg/dl. The patient stated they had a hard time unlocking the controller due to brain fog. The pod was worn longer than 48 hours on the abdomen. No further details.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.